Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual inspection of the as returned product identified fractured implant on the collar, dried blood and bone around the implant and damaged threads from trephine removal. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID: (B)(6). Patient's weight not provided/unknown. Reporter's first name and email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 19.